Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mkq560 batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure date of the index surgical procedure. The diagnosis and indication for the surgical procedure? In what tissue was the suture placed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? How was the suture initially tied? How was the suture grasped during the surgery? Were any surgical instruments used on the suture strand? Did the suture break during the procedure and reanastomosis performed during the initial procedure? Did the suture break in the post-operative period? If yes, how long after the initial procedure did the suture breakage occur? When was reoperation performed? What was the appearance during the second procedure? Other relevant patient history/concomitant medications? If applicable, will product be returned, return date, tracking information did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? All answers are unobtainable.

Event description:
It was reported that the patient underwent a CABG procedure on an unknown date and suture was used. The suture broke spontaneously after the complement of distal graft anastomosis in the surgery of coronary artery bypass grafting, resulting in leakage of blood from the anastomotic stoma, which required reanastomosis. No additional information could be provided.